Event description:
It was reported that the caller did not see insulin drops at the end of the tubing during the fill tubing step of the load sequence with four cartridges, leading to high blood glucose levels over 500 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the hospital. The customer was treated with intravenous fluids of saline and insulin. There was no reported permanent injury, and the hospital treatment resolved the issue, allowing the customer to be released on (B)(6) 2025. The customer later successfully resumed insulin therapy by changing the infusion set and cartridge.